Event description:
It was reported that cgm displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, and successfully restarted sensor session with no further error reported.